Manufacturer narrative:
Patient ID was not provided for reporting. The device was received and the product evaluation is in progress. No conclusion can be drawn. Corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed. The inspection of the present ten inserter has shown that the device is in a very bad condition. The t-handle is broken apart. A piece of a ten remains in the chuck and could not be removed due to the breakage. There are numerous hammer marks visible at the blue plastic handle and as well at the bottom of the broken t-handle. Furthermore, the top surface of the head is completely maltreated by heavy hammer blows. In this relation, we would like to point out following statement in the relevant technique guide: ¿advance the nail manually up to the fracture site, using oscillating movements or with gentle blows to the impaction surface of the inserter using the slotted part of the combined hammer. This step can be facilitated by using of the hammer guide for ten. Direct blows on the t-piece of the inserter are to be avoided¿. A review of the DHR for the mentioned parts was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The parts met the specifications at the time of manufacturing and distributing. No product related fault could be detected, based on the appearance of the inserter we conclude that inappropriate handling caused the complained malfunction. Based on the appearance of the inserter we conclude that inappropriate handling caused the complained malfunction. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient dob is reported as 1960. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Reporters phone number: (B)(6). Device history records review was conducted. The report indicates that the: part #359.219 - lot. #a8na430. Manufacturing location: (B)(4). Manufacturing date: 16. April 2003. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that when the ten implants inserted than the inserter is fractured. No delay to surgery time. No patient harm. Procedure successfully completed. Removed broken or damaged devices or fragment, without additional intervention or difficult intervention. This complaint involves one part. Concomitant parts reported: 1x ten implant, part unk, lot unk. This report is 1 of 1 for (B)(4).